Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be deflated. It was later reported that the balloon was intentionally burst to remove the catheter.

Event description:
It was reported that the balloon could not be deflated. It was later reported that the balloon was intentionally burst to remove the catheter.

Manufacturer narrative:
Received 1 used foley catheter with the original packaging for evaluation. The reported event was unconfirmed. The sample was visually evaluated and no pinch or blockage was observed. Per the functional testing, the sample was inflated and deflated without difficulty. There were no conditions found on the sample that could be associated with reported event. There was no indication that this product was out of specification, and the product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."